Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt's mother reported that in the middle of the night around midnight the pt's blood glucose level started to elevate eventually reading "hi" on the meter remote. She said that the pt started vomiting and spilling large amounts of ketones. The mother temporarily increased the pt's basal insulin rate at the time and gave insulin by injection. She reported that the pt's blood glucose dropped to 35 mg/dl but was still spilling ketones. She treated with 2 glucose tablets and milk, bringing her blood glucose level up to 150 mg/dl. She says the pt is a brittle diabetic and has not recently had any changes in medication or exercise but the pt had recently been diagnosed with celiac disease. Pump settings and delivery history were reviewed with the reported and confirmed to be accurate. Call service alarms were discovered upon review of the pump history. The reporter confirmed she was able to clear each alarm through removal of the battery and confirmed that the pump settings were correct each time after rebooting the pump.